Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated within manufacturer specifications. Subject device malfunction is not the suspected root cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the probable cause of the event to be failure to perform a test patch prior to treatment to take into account the patient's reported sun exposure in contradiction to device labeling and common medical practice.

Event description:
It was reported that a patient sustained a second degree burn to the lower legs following treatment with a lumenis lightsheer duet laser. It was further reported the patient had sun exposure prior to treatment. It was further reported that the device operator did not perform a test patch on the patient prior to performing treatment. The patient was prescribed silver sulfadine for treatment.